Event description:
The customer reported blue fluid sprayed inside right side door of the coulter® lh 500 hematology analyzer. The leak (5ml) was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) replaced tubing at normally closed tubing at vl37 which was worn by the pinch valve. He ran shutdown, startup, latron and 5c which passed to verify the instrument. (B)(4).